Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to oversensing of noise when in primary sensing vector. An electrode fracture was suspected. The patient was brought in for testing and during the provocative maneuvers the noise is not reproduce in any vectors, the secondary vector with two times gain was reprogrammed. Boston scientific technical services (ts) was consulted and discussed the episode showed non physiologic artefacts in combination with a sudden loss of cardiac signal and baseline shifts. Ts noted that this noise is a result of sudden changes in the impedance pathway of the sensing vector. Ts further discussed the potential causes and suggested obtaining an x-ray to evaluate the system. An x-ray was taken and sent to boston scientific technical services (ts) for review. Upon review, ts noted that the pocket area showed good connection, however the electrode is circled around the device and there is an additional pressure on the contact. Review of the electrode x-ray was not clear to determine electrode integrity. Ts suggested further testing and again recommended reprogramming. The s-ICD and electrode remain in service and no adverse patient effects were reported.